Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, device folds and "collections between the fibrous capsule and the prosthetic" diagnosed via ultrasound. Healthcare professional later reported ¿foci of chronic inflammatory infiltrate and occasional giant cells foreign body type¿ via pathology. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. ¿ crease/folding of implant: creases observed on the device. ¿ granuloma: unable to observe. ¿ seroma-late: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, seroma-late, and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, device folds and "collections between the fibrous capsule and the prosthetic" diagnosed via ultrasound. Healthcare professional later reported ¿foci of chronic inflammatory infiltrate and occasional giant cells foreign body type¿ via pathology. The device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of seroma-late, capsular contracture, granuloma, crease/folding of implant and anxiety-product/procedure was received on (B)(6) 2024 with lot number 2527736. Based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. As per the investigation procedure voids, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.